Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4).additional information was received indicating the low out of range measurements and oversensed noise were due to an insulation break. The cause of the syncope was not determined. Reprogramming changes were made to the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited low out of range pacing impedance measurements. Inappropriate atrial tachy response (atr) episodes were also noted due to oversensed noise on the ra lead. It was reported the patient has had several syncopal episodes. Boston scientific technical services (ts) discussed possible causes and programming options. No additional adverse patient effects were reported.